Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she went to the emergency room because of muscle spasms in her neck. Customer also reported the reservoir and the infusion set disconnect and the device was prompting her to fill cannula. No further information reported.